Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: the complaint could not be confirmed or duplicated during the investigation. There were no rewind errors observed in the pump's black box. The pump was able to complete the rewind steps with no alarms. The pump was exercised for 24 hours with no issues observed.